Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer for investigation. The reported event could not be confirmed. Manufacturing record review: the manufacturing production order was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The review identified no non-conformance report associated with this production order. The aerobic count and airborne particulate testing alert reports were reviewed and no excursion or alerts were identified. The sterilization lot was reviewed and all results were within specifications. Sterility test, and pyrogen test completed and no growth and non-pyrogenicity was certified. The ethylene oxide (eo) and aeration cycle parameters met specification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. The lenses were sterilized following requirements. A search on complaints revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: the implant date was (B)(6) 2016 but the exact date was not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(6). (B)(4). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that late onset endophthalmitis was observed three months after an intraocular lens was implanted, in march, into the eye of a (B)(6) year old male patient using the preloaded insertion system, model pcb00v. The surgeon confirmed that there was no problem at the examination two weeks before the endophthalmitis was reported. The patient was sent to the another hospital for a medical treatment. Vitreous surgery was conducted at that hospital. No additional information was provided.